Event description:
A cracked and shattered touchscreen on the customer's pump was reported, rendering the touchscreen illegible and unusable. The effect on the customer's blood glucose level was not disclosed, as the individual declined to answer. To resolve the issue, customer support arranged to send a replacement pump with updated software. The customer will switch to multiple daily injections to ensure continuous insulin delivery and was instructed to put the faulty pump into storage mode before returning it. Customer support confirmed all relevant details, including shipping information, and ensured the customer understood the necessary steps upon receiving the replacement pump.